Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle (tban) device was used during a transbronchial needle aspiration procedure. According to the complainant, the needle was noted to be sticking out of the side of the sheath. This was noticed when the device was taken out of the packaging. There was no damaged noted to the packaging itself. The tban device was set aside, and a second tban was used to complete the procedure. The procedure was sometime in (B)(6) 2011, but the exact date was not known. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. Device code 3088 relates to 1504 for the reported event of the needle sticking out of the side of the sheath. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle (tban) device was used during a transbronchial needle aspiration procedure. According to the complainant, the needle was noted to be sticking out of the side of the sheath. This was noticed when the device was taken out of the packaging. There was no damaged noted to the packaging itself. The tban device was set aside, and a second tban was used to complete the procedure. The procedure was sometime in (B)(6) 2011, but the exact date was not known. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. This event is no longer considered a reportable event based upon investigation results.

Manufacturer narrative:
A visual evaluation was performed and found that the needle was caught between the distal hub and the sheath. There was no visible or physical evidence that the sheath had been punctured. The needle being lodged between the protective hub and the sheath may have been perceived as protruding from the sheath or being bent. A functional evaluation was performed and found that the needle could not be extended since it was caught between the hub and sheath. An investigation is underway to address the issue of the needle becoming lodged between the protective hub and sheath. A review of the device history record (DHR) was performed; no anomalies were noted.